Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages without prior gel release) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable including the gel fire send wire, causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages without prior gel release.